Event description:
The customer reported via phone call that the side of the insulin pump was cracked. The customer's blood glucose was 12.5 mmol/l. The customer explained that the end of the reservoir was sticking out a bit and that they were able to see the inside of the insulin pump. The customer's child had fallen and subsequently the damage occurred. The customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked end cap, and a cracked case near the display window corners. The pump also had a motor error alarm during the rewind due to a corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.